Manufacturer narrative:
Results of investigation: it was reported that patient lost balance and fell on the buttocks. Radiological diagnosis revealed a hip shaft fracture. It was not reported if this complaint reports a bone or an implant fracture. No medical documentation was provided, therefore a thorough medical assessment could not be conducted. The batch of the part in scope, an cs-plus standard stem, used in treatment, was not communicated. Therefore, the batch records could not be reviewed. A complaint history review did not reveal any further complaint for the part in scope. As risk management review was not conducted, as it is not known whether the bone or the implant broke. In the IFU (12.23. Ed 05/16) both failures are listed among the potential risks. If further information becomes available, this complaint will be reassessed. To date, the need for further action is not indicated. Smith and nephew will monitor this device for further similar incidents.

Manufacturer narrative:
Additional information provided in d4 (lot number was received).

Event description:
It was reported that the patient lost balance and fell on the buttocks. Radiological diagnosis revealed a left hip shaft fracture.

Manufacturer narrative:
Results of investigation: it was reported that patient lost balance and fell on the buttocks. Radiological diagnosis revealed a left hip shaft fracture. A picture of the failed implant was provided. I can be confirmed that the cs plus stem, used in treatment, fractured. The part was not returned for investigation. The production documentation was reviewed, the available data shows, that the mechanical properties of the material were in accordance with the specification. There are no indications that the device failed to match specification at the time of manufacturing. No further complaint was reported for the batch in scope. The risk of a stem fracture is covered through our risk management files. The IFU (lit.no. 12.23 ed. 05/16) lists device fracture as a possible side effect of a total hip arthroplasty. No adequate medical information was provided. Therefore, the root cause of the stem fracture cannot be determined. Should additional information or the part become available, this complaint will be reopened. To date, the need for further action is not indicated. Smith and nephew will monitor this device for further similar issues.

Event description:
It was reported tat patient lost balance and fell on the buttocks. Radiological diagnosis revealed a hip shaft fracture.